Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a retention meter and retention controls. Lot #50322621 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Lot 51508823 vial #1 testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Lot 51508823 vial #2 testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021 at 10:44 am, the meter result using strip lot 50322621 expiration date 30-apr-2022 was 4.9 inr. At 1:00 pm, the result from the laboratory was 3.4 inr. On (B)(6) 2021 at 11:29 am, the meter result using strip lot 50322621 was 5.5 inr. At 11:37 am, the meter result using the same finger and strip lot 51508823 was 5.4 inr. At 12:30 pm, the result from the laboratory was 3.8 inr. The customer's therapeutic range is 3.0-4.0 inr.